Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Although the complaint was reported as no patient involvement, there were slight signs of clinical use and minor particles of blood was observed. The silicone insulation on the cold jaw was partially peeled away from the tip of the cold jaw, exposing the metal inside portion of the cold jaw but remains attached to the jaw. The heater wire was observed to be slightly flexed, but remained attached at the tip of the hot jaw and at the base as well. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" as well as for the analyzed failure ¿material twisted/bent.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, they noticed the hp shears were damaged. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro, they noticed the hp shears were damaged. A replacement device was used to complete the procedure. No patient involvement.